Event description:
It was reported by a nurse practitioner that a vns pt had a slight increase in seizures and did not feel stimulation. Consequently, he had a generator replacement on 7/8/2011. Further contact with neurologist revealed that the relationship of pt's seizure increase to pre-vns baseline is unk. However, pt's increase in seizures and failure to perceive stimulation was attributed to generator's battery depletion. There had been no trauma or manipulation to the vns sys. Good faith attempts to obtain the generator back for product analysis have been unsuccessful to date.